Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis two images sent for evaluation sores can be observed on the patients leg the reported event can be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent multiple venaseal procedures on both legs on (B)(6) 2025. Three months after these procedures, the patient developed open sores and ulcers that drained, as well as several hard spots/lumps all over the legs. The patient stated that he was originally sent to a surgeon for a laser procedure but went to his cardiologist for a second opinion and he suggested the venaseal procedure. The patient has no known drug allergies. The patient was advised to wear compression socks and had follow-up appointments with a cardiologist, who stated that the sores were unrelated to the procedure and recommended evaluation by a dermatologist. The patient had three visits to a dermatologist, where biopsies of the sores were conducted and no evidence of infection was found. The dermatologist has prescribed two rounds of antibiotics and given one round of cortisone injections in affected areas with no improvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.